Event description:
It was reported the customer's blood glucose was fluctuating. The customer stated they would have low blood glucose with the sensor, and then immediately have high blood glucose. The customer reported one incident where they received a low predict alert and then their sensor would alert them that they were high. Customer also reported a low blood glucose incident where their blood glucose declined to 27 mg/dl. The customer stated their sensor did not alarm them of the low. It was also found the customer's sensor would not always alert them that they were low. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).